Event description:
It was reported that the device was in use with patient in home care for infusion of chemotherapy drug. The reporter stated that the patient reported to the emergency department because the tubing was found to be leaking. The patient confirmed his skin was not exposed to the drug. The patient had their portal flushed at the hospital following this issue. Additional information has been requested regarding any treatment required and how infusion was continued; no response has been received at this time. No adverse effects to patient reported.

Manufacturer narrative:
Customer response email received stating patient did not received remaining infusion volume.